Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, a type iiib endoleak was detected by CT scan during annual follow-up. However, the exact date of event is unknown. The physician plans to reline with a gore (non-endologix) graft and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 3b endoleak was unconfirmed due to the lack of relevant medical imaging. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records /images available for review. The final patient status was discharged on the first post-operative day after an endovascular repair with a non-endologix device. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: b2: outcomes attributed to adverse events has been updated g1,2: contact office- name has been updated h6: result code: remove code 3221 h6: conclusion code: remove code 11, 12.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, a type iiib endoleak was detected by CT scan during annual follow-up. However, the exact date of event is unknown. The physician plans to reline with a gore (non-endologix) graft and will continue to monitor the patient. There have been no additional patient sequelae reported. Additional information: an endovascular repair with a non-endologix product was perform. The patient went home on the first post operative day.